Event description:
Patient admitted (B)(6) 2022. Perm hd catheter inserted (B)(6) 2022. Seal alert regarding recall of affected catheters from medtronic received 7/8/2022. Alert states that medtronic has identified potential leaking at the hub and recalls the affected devices. Patient identified to have a central line associated blood stream infection (clabsi) with date of event (B)(6) 2022. Patient then transferred to ltac (B)(6) 2022 with perm hd line in place. FDA safety report ID #(B)(4).